Event description:
It was reported that the device has keypad issues. The issues are not a part of the keypad recall, but are still keypad failures. The customer has ordered part replacements. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information:d8. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of the device having "keypad issues". No further investigation of this event is possible at this time.

Manufacturer narrative:
Correction: correct g3 to 24feb2021.

Event description:
It was reported that the device has keypad issues. The issues are not a part of the keypad recall, but are still keypad failures. The customer has ordered part replacements. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device has keypad issues. The issues are not a part of the keypad recall, but are still keypad failures. The customer has ordered part replacements. No additional information was provided. There was no patient involvement.